Event description:
Patient was undergoing robotic assisted laparoscopic myomectomy. During the procedure, an arm #3 the scissors were used to create a longitudinal vertical incision and continued dissection through the myometrium until the fibroid was reached. During this process, the wire broke on the mega suture cut. Mega suture cut removed from field. Surgeon looked in abdomen for any broken parts. None found. Event was reported to intuitive. Patient did not sustain any injury and case completed successfully. This was a near miss. There was one life left on the mega suture cut device prior to start of case.manufacturer response for intuitive mega suture cut, mega suture cut (per site reporter).====================== no response at this time.